Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for lead replacement due to noise being observed on the atrial lead. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable post procedure.